Event description:
The facility's biomedical engineer reported an infusion pump with a 812:02 failure code. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Details were not provided regarding patient status, medical intervention, patient injury, medication involved, tubing product code, infusion rate or set up of the infusioin device.